Event description:
While pacing an anesthetised pt, the device failed to capture the pt's heart rhythm via electrode pads. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.